Event description:
It was reported that the left ventricular lead exhibited loss of capture, the lead was dislodged. The patient was symptomatic without left ventricular pacing. The lead was capped and replaced on the left side on (B)(6) 2014. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.